Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had difficulty converting the patient's ventricular fibrillation (vf) with shock therapy. Four shocks were delivered before the vf was converted. The ventricular fibrillation lasted for longer than 60 seconds but less than 180 seconds. The patient had many non-sustained ventricular tachycardia (nsvt), no therapy events, and atrial fibrillation (af) with rapid ventricular response (rvr) prior to the shocks. Technical services (ts) discussed revising the lead to dual coil and recommended performing a defibrillation threshold (dft) test. A dft was not performed at implant. This ICD remains in service. No additional adverse patient effects were reported.